Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call on that they received a critical pump error. The customers blood glucose was unknown at the time. The customer noted they saw a ¿critical pump error¿ after exposing to moisture. No troubleshooting was performed. The customer will be receiving a replacement insulin pump and is using a backup plan per healthcare provider¿s instructions. Customer was advised to return the broken pump for analysis.

Manufacturer narrative:
Pump received with critical pump error (open book image) alarm during testing due to moisture damage on the electronic assembly, motor assembly and force sensor assembly. Unable to perform the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book image) alarm. No alarms that are generated as result of critical error found in long trace history file. Unit was received with cracked battery tube threads, scratched case and minor scratched lcd window.